Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure to be able to achieve better pain relief. No device malfunction was suspected. The patient was reportedly doing well.

Event description:
A report was received that the patient's ipg would not hold a charge and was depleted. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not hold a charge and was depleted. The patient will undergo an ipg replacement procedure.